Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that during use in a right heart cath procedure, a swan-ganz catheter was used to measure pressures; however, the catheter gave inaccurate measurements that did not correlate with the patient condition. The inaccurate values were ¿ra, rv, pa, and wedge pressures¿ though the specific values couldn't be provided because they were "so varied" and inaccurate that they "were not recorded¿ there were no error messages. Because the numbers did not make sense, the swan was removed and replaced with a new one, which provided the expected measurements. There was no patient harm. Patient demographics were requested and not provided.

Manufacturer narrative:
Our product evaluation laboratory received one model 831f75 with a monoject limited volume syringe. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric, and remained inflated for more than 5 timed minutes without leakage. No visible damage was observed from the catheter body or the returned syringe. Without the return of the pressure monitoring unit, the customer report of a pressure issue could not be confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event.